Event description:
The customer observed falsely elevated results on the calcium assay on the architect (B)(4) analyzer. The following data was provided (in mg/dl): (B)(4) initial 18.3 mg/dl, 9.1 mg/dl. Instrument 1: 7.9, 7.9, 7.9. Instrument 2: 8.4, 8.5, 8.5. Instrument 3: 8.2, 8.2, 8.3. Instrument 4: 8.5, 8.5, 8.4. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.